Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture in the bipolar configuration. The lead was capped and replaced. No patient symptoms were reported.